Event description:
It was reported that the health care provider (hcp) had expected 18.5ml at a refill but got back 17.0ml. The hcp then refilled the pump with 40ml but the pocket reportedly got very puffy and a possible pocket fill was suspected. It was noted during the refill the hcp ¿felt like he was in the pump¿. The hcp couldn¿t/wouldn¿t access the pocket to confirm because it was so puffy. The puffiness had ¿already seemed¿ to be going down during the time of report. The reporter also questioned if lidocaine could have caused this, ¿perhaps a reaction¿. The device system was used to deliver lioresal. It was later reported that the patient was coming back to the hcp¿s office on 2013-(B)(6) in order for the hcp to assess the patient and to re-access the reservoir to verify how much drug was in the pump. It had not been confirmed whether the swelling was due to the lidocaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot# n127246013, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported related to how the patient was doing now that the ¿pump resumed. (B)(6) 2013¿. No new additional information was provided per the health care provider (hcp).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the puffiness of the skin must have been "illusion but improved". It was reported there was no subcutaneous injection of baclofen, both administrations were correct. Office notes from the event date were provided, the patient's blood pressure at the refill visit had been 108/69 and her pulse was 87 beats per minute. At that time it was noted there were spontaneous spasms that occurred in the patient's legs with a triple flexor type response. Examination with the patient's hips flexed revealed otherwise hypotonia. During the refill, it was reported it had not been easy to find the pump port and two passes were necessary. Following the refill as previously reported, the patient had significant puffiness of the subcutaneous tissue about the pump. It was reported the pump was a "bit flimsy" because of "some redundancy of the skin but none the less there was no trauma that was to the skin in that area". It was reported at first the health care provider (hcp) was impressed with the degree of puffiness and it was noted there was no pain and palpitation of the area felt as if that "we were dealing with adipose tissue". It was reported in the office notes, "the puffiness was such that I was not confident that I would be able to find the port. I am uncertain if any of the baclofen could have leaked out into the subcutaneous tissue with any partial retraction of the needle". There were no significant involuntary spasms that would have led to that concern at that time. After a lengthy evaluation and discussion with a baclofen representative and technical support the hcp elected to observe the patient for over an hour in the office. It was reported very detailed and comprehensive discussions were held with the patient. The patient did not want to be hospitalized for observation. She and her husband elected to go home; they reportedly felt comfortable with that. At the time the hcp was dictating the office note, the hcp had already called the patient again at 5:00pm on the event date at which time the patient was doing very well and answered the phone. The hcp planned to call the patient again later that night. It was reported during the dictation that the hcp was "certain that I had at least partially filled that pump. The patient felt that there was significant puffiness around the pump site again heightening the concern of some type of subcutaneous leak. At the time of this dictation I am uncertain if there was a subcutaneous leak but we will approach the situation by phone contact this weekend and then go ahead and repeat the baclofen refill". The hcp believed by the end of the weekend any subcutaneous swelling should have calmed down. It was noted fluoroscopy was not available however a one and a half hour procedure with orchestrated patient care baclofen refill and discussions with the device manufacturer support staff and representative occurred. The patient and patient's husband understood the potential life threatening circumstance and understood they were to head immediately to the emergency room or summon an ambulance if transportation was not possible. The hcp reportedly recalled the "typical distinct resistance to withdrawal of the needle so I am reconsidering whether the degree of puffiness was more apparent than real. Again to have baclofen administered subcutaneously I would think would give some sense of irritation. The pullback resistance on the needle was there and there was no reason why the needle would have been dislodged. Office notes from (B)(6) 2013 were provided at which time the patient had presented to reassess the pump. The patient had done well throughout the weekend and the health care provider (hcp) had made calls. The patient's blood pressure at the visit was 120/73 and her pulse was 68 beats per minute. The patient was in good spirits; palpation of the pump showed there was a "fair bit" of adipose pad over the pump site. There was no sign of any induration of the skin. It was noted "in truth the abdomen looks about the same. The pump is not as prominent but she is not having triple flexor spasms today". The hcp withdrew 38cc's of baclofen and then re-administered the medication. The device was then increased by ten percent and the patient was due back in three months for further adjustments.